Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot qccdptb0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. The physician thought that the suture was too crisp, which caused the issue. There were no adverse patient consequences reported. No additional information could be provided.